Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h12j15038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 2 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient experienced peritonitis on an unknown date. The patient was hospitalized for this event and discharged. The cause of the peritonitis was stated to be constipation. The patient was recovering from this event.

Manufacturer narrative:
(B)(4).